Event description:
On 3/14/97, the facility nursing care mgr contacted the MFR and reported that the device was explanted due to infection, enterococcus and pseudomonas. No further info is available at this time.

Manufacturer narrative:
The device was returned to the MFR and has been analyzed as follows: normal usage was indicated on both the center and sideport septa with no internal fracture plane damage found. The device flowed 67% of the original mfg flowrate as received, and 140% of the original MFR flowrate specifications after removing 1/2 the total length of the device capillary tubing. An exit port exam revealed the proximal end of the capillary tubing to be occluded with material characteristic in appearance with morphine. Leak testing confirmed teh device did not leak. No other defects or anomalies were found during analysis. A review of the device history record was performed and did not identify any mfg variances in relation to this event. A trend analysis was performed on similar incidents involving this cat. Number and has not identified any trends. The MFR investigation of this event is inconclusive. Based on the info available, and the device analysis, the cause of the reported infection cannot be determined; however, during the MFR analysis the device capillary tubing was noted to be occluded with material characteristic of morphine. The facility will be notified of our review of this incident. No further info is available. The MFR is now closing its file on this event.